Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. Rv lead impedance measurements were high and variable, and the clinician noted single beats of noise that were reproducible during isometrics. The possibility of a lead fracture was discussed. In addition, the patient had reported hearing an audible alert on two separate occasions, and went to their cardiology clinic where the alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.